Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline breast implant, catalog # 3501670, (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient will undergo removal and replacement with saline mentor smooth round moderate profile 300cc on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 09/06/2018. In addition to the deflation reported initially, grade 3 bilateral ptosis (see 1645337-2018-05773 for contralateral prosthesis report), and defective fill valve on the right prosthesis was also reported. The final fill volume of these prostheses was 475ccs. Bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed. The right prosthesis was filled to 315ccs, and the left prosthesis was filled to 300ccs. The patient was taken to the recovery room in stable condition. The investigation of the returned device was completed by the failure analysis lab on 09/24/2018. Device evaluation summary: it was reported that a 45 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced deflation on the right breast implant. Ptosis and damage to the valve were also noted. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 5.1 cm on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices, deflation and ptosis are known complications associated with these devices and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).